Event description:
On (B)(6) 2009, the patient reported her insulin infusion sets are not properly adhering to her body. She stated the headset adhesive begins to lift around the edges after 24-30 hours of use. She said, she uses IV prep wipes and allows it to dry completely prior to inserting her headset. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.